Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacture reference: 2938836-2017-34789. During follow-up, oversensing and loss of capture was observed on the device and right ventricular channel. No action was taken and the patient will continue to be monitored. The patient was in stable condition.